Manufacturer narrative:
Unit was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose of 420 mg/dl, which was not treated. Customer reported that high blood glucose began on august 11, 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Customer also declined high pressure test. Customer was advised that insulin was delivering accordingly. Customer requested for insulin pump to be replaced due to scratches on display screen which prevented customer from being able to view display screen.